Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the lead wire was cracked and the batteries were "dead." Additional information has been requested. A follow-up report will be sent if additional information becomes available.